Event description:
On (B)(6) 2011, a customer reported that her precision xtra glucose meter (serial # (B)(4)) had been turning on with the button but not with a test strip for the previous two weeks. The customer stated she had purchased a second precision xtra meter (serial # (B)(4)) after this problem started, but was only able to use it for about "half a week" before it would not turn on with the test strip. Both meters were used with the same test strip lot # (47895). Due to being unable to test "for the past week and a half", the customer stated "she was unable to monitor whether her sugar was high or low." The customer further reported that about 3 days after the 2nd meter stopped working, on an unknown date, she awoke and attempted to test, "but only made it from her bedroom to the couch before she fainted for a few seconds." The customer reported experiencing a loss of consciousness, and stated "as soon as she came to she began to feel nauseated, which lasted all day." She also reported symptoms of "lightheadedness.." The customer went to a local fire department and had paramedics check her blood sugar, which she reported "was up past 200" mg/dl on the paramedics' meter. She returned home, self-treated with metformin, and stated "she started to feel better around the middle of the afternoon."

Manufacturer narrative:
The customer contacted her doctor who told her to "check her blood sugar in 2 hours, and if it was under 150 she didn't have to come in." She stated she was able to get her meter to work, and "at the 2 hour point and her sugar was under 150 mg/dl." The exact reading(s), times and dates were not provided by the customer. There is no report of death or permanent impairment associated with this event. This is an initial report. The product(s) have been requested back for an investigation. A follow-up report will be submitted once additional information is available. The date of manufacture for meter serial # (B)(4) is aug/10/2011.

Manufacturer narrative:
The returned meter powered on with button press and strip insertion. Did not observe power issue with strip port. No errors or additional issues were observed. The complaint is not confirmed.